Event description:
During open excision of mass left forearm, foreign body found superficial to the ulnar nerve and artery within flexor carpi ulnaris sheath with local foreign body reaction. No evidence of infection. Foreign body was completely removed with no remaining elements at primary closure. No sequela. Patient discharged same day. No complications at follow up visit.